Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and "dialysate¿. The cause was not reported. One day after onset, the patient went to the emergency room due to ¿abdominal pain and dialysate¿ (not further specified) and was hospitalized for the event. The patient was treated with an unspecified treatment. Pd therapy was ongoing. At the time of this report the patient had not recovered. No additional information is available.